Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. 11 months post stent graft implantation a request for a talent aortic cuff was requested. Vessel tortuosity was moderate with little calcification. The proximal aortic neck has angulation of 45 degrees. Pt presented with abdominal pain and a follow-up CT demonstrated the stent graft migrated resulting in a large type I endoleak with aneurysm enlargement. The pt has multiple co-morbidities, which did not make her a candidate for open surgical repair. A talent aortic cuff was implanted for treatment of the type I endoleak. The endoleak resolved and the pt was reported to be fine. No additional clinical sequelae were reported.